Event description:
The customer reported the unit failed to power up on ac power and in turn would not charge the battery. There was no report of pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.